Event description:
It was reported that during a tracheloplasty procedure, two of these burs broke at the shaft area. The surgeon retrieved all pieces without pt injury or surgical delay.

Manufacturer narrative:
To date, conmed linvatec has not received this bur for eval. In addition, conmed linvatec is awaiting additional info regarding this event. A follow-up report will be sent upon receipt of the device and completion of an investigation. Associate report # 1017294-2009-00095.